Event description:
She is using minimed 670g insulin pump system. She developed severe hypoglycemia resulting in loss of consciousness while using this pump. Despite a blood sugar of less than 40 mg/dl the pump continued providing insulin at a small rate, resulting in a delayed response glucagon infusion. The pump continued to give insulin despite a precipitous decline in blood glucose.